Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. The reported lot # were confirmed to be defective with the retains. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter claimed that his insulin cartridge with lot# b201583 leaks. Reportedly his blood glucose was higher than usual when the event occurred. However, there was no report of any symptoms and medication intervention that would suggest any acute complication of diabetes.